Manufacturer narrative:
This supplemental is being filed to correct field h6 impact codes.

Event description:
It was reported that the programmer displayed a red screen which indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) had a pd (patient data) error. Technical services discussed troubleshooting steps and to re-enter the patient data, notes and to recapture the subcutaneous electrocardiogram (s-ECG) template. Additionally, upon review of the stored data all intrinsic beats are labeled as noise. T waves were being sensed. It was noted that the patient has a concomitant ccm device is most likely the cause of the noise being sensed. The ccm device was disabled so they could get a reference electrocardiogram and then it was re-enabled. A save to disk was performed and the engineers confirmed the pd error was benign and there are no other faults or resets in the firmware log. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the programmer displayed a red screen which indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) had a pd (patient data) error. Technical services discussed troubleshooting steps and to re-enter the patient data, notes and to recapture the subcutaneous electrocardiogram (s-ECG) template. Additionally, upon review of the stored data all intrinsic beats are labeled as noise. T waves were being sensed. It was noted that the patient has a concomitant ccm device is most likely the cause of the noise being sensed. The ccm device was disabled so they could get a reference electrocardiogram and then it was re-enabled. A save to disk was performed and the engineers confirmed the pd error was benign and there are no other faults or resets in the firmware log. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that the programmer displayed a red screen which indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) had a pd (patient data) error. Technical services discussed troubleshooting steps and to re-enter the patient data, notes and to recapture the subcutaneous electrocardiogram (s-ECG) template. Additionally, upon review of the stored data all intrinsic beats are labeled as noise. T waves were being sensed. It was noted that the patient has a concomitant ccm device is most likely the cause of the noise being sensed. The ccm device was disabled so they could get a reference electrocardiogram and then it was re-enabled. A save to disk was performed and the engineers confirmed the pd error was benign and there are no other faults or resets in the firmware log. At this time, the device remains in service. No adverse patient effects were reported.